Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the stent partially opened prior to going in the scope. The physician tried to reconstrain the stent but was not able to do so. The device was removed from the patient partially deployed and the procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: device analysis identified no issues with the returned device which could have contributed to the complaint incident. The device was received fully mounted onto the delivery system. During the product analysis the investigator was able to partially deploy the stent by 20mm and reconstrain it without any issue. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the stent partially opened prior to going in the scope. The physician tried to reconstrain the stent but was not able to do so. The device was removed from the patient partially deployed and the procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Updated investigation results: device analysis identified no issues with the returned device which could have contributed to the complaint incident. The device was received fully mounted onto the delivery system. No issues were noted with the profile of the clear and blue outer sheaths. A 0.035in guidewire was also inserted through the device without issue. Traces of blood were observed at the guidewire access port and near the distal end of the clear outer sheath of the device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the stent partially opened prior to going in the scope. The physician tried to reconstrain the stent but was not able to do so. The device was removed from the patient partially deployed and the procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.